Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis and blood pressure problems in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The patient was unaware of any possible break in aseptic technique that might have caused peritonitis, but stated that he reused the drain lines. The cause of peritonitis was not reported. Treatment for peritonitis was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, a few days later, the patient revisited the hospital for blood pressure problems (onset date not reported). The patient was not admitted to the hospital for blood pressure problems. The patient received unspecified treatment for blood pressure problems and was sent home. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers gd892547 and gd892810. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.